Event description:
Pt went to bed with a blood glucose of 140 mg/dl, then shortly after midnight pt went into convulsions. Paramedics were called -- they determined pt's blood glucose to be 11 mg/dl. Pt was treated with glucagon and IV dextrose, then pt was transported to the ER. Pt was unconscious until 4:15 am (blood glucose = 29 mg/dl), then pt was admitted to hospital for 24-hour observation. Pt continued to have very low blood glucose episodes (over the next several months), but pt was able to self-treat.